Event description:
It was reported that the patient with this surgically abandoned implantable lead experienced infection. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead, the right atrial (ra) lead and this implantable lead were surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).